Manufacturer narrative:
The alleged time/date reset issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the patient had experienced blood glucose (bg) as low as 35mg/dl associated with a time/date reset issue. Reportedly, the time and date reset to default settings when the battery was out of the pump for less than 24 hours. There was no indication that the patient received assistance of a third party or any medical intervention for the alleged bg excursion. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a time/date reset issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box showed evidence of a time/date reset after reboot on (B)(6) 2016 at 09:00 with deliveries resumed at 09:13, followed by a manual time/date change from (B)(6) 2016 20:58 to (B)(6) 2016 08:58. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.